Event description:
It was reported that the cuff had oil pollution on inner boxes. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Based on pictures attached on investigation, condition reported in complaint is visible, however, the visible stain according to the information in the complaint mentions that it is oil. This type of substances (oils or greases) is not present in the packaging area; therefore, it is not possible to confirm the failure mode. A sample is needed to perform a further analysis no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No problems or issues were identified during this device history record review.